Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00882. It was reported that patient experience a fall and door slammed onto her ipg. Patient lost effective therapy since after the fall. Diagnostics showed that all the contacts of the lead showed low impedance. Reprogramming was not able to resolve the issue. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.